Event description:
It was reported that a malfunction occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level. After several attempts to reset the pump, the customer, with assistance, managed to turn it off, but the malfunction code reappeared when it was turned back on. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.